Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they did not feel stimulation and her symptoms have returned. The patient stated she increases her stimulation but all she can feel is pain.  The patient stated she would call patient services but, they are closed until monday. No diagnostics/troubleshooting performed. No interventions/actions were taken. Additional information was received from the patient. They reported that the cause of not feeling stimulation was a massive infection, which had since been resolved with antibiotics.